Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that paint was chipping on the fork of cupola. The fst serviced the fork from falling paint chips and advised the customer to replace this part. Per the device IFU, it is the responsibility of users to verify on a daily basis, the absence of paint chips, impact marks and any other damage.

Event description:
During a routine service visit, maquet personnel reported that some paint was peeling from the fork of the cupola. No falling components were reported, no injuries were reported. Factory reference number: (B)(4).